Event description:
Customer reportedly received results of hi and 182 mg/dl within 10 minutes on the compact plus system. High blood symptoms reported with these results. Results of 182 mg/dl was obtained after customer washed her hands. No actions taken based on device results. No adverse event reported. No quality controls were used. The customer did not provide the location where the discrepant results were obtained. Requested return of suspect device and replacement was sent.